Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ volista access. As it was described, the rust appeared on the main arm and other parts, however it did not affected the functionality of whole device. As it was explained by the getinge representative, the issue at hand was notices during the preventive maintenance activities. The customer was performing cleaning of the device by the fumigation. There was no injury reported however we decided to report the issue in based on the potential as corrosion may lead to particles falling and then might cause contamination. When reviewing similar reportable events registered for volista surgical light we were able to find several similar issues compared to the problem investigated herein. In none of the complaints a serious injury or death occurred. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as presence of corrosion could be treated as technical deficiency. The device at hand contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. We conclude that the most likely root cause is related to wrong maintenance of the device, namely used cleaning method. It is worth to be noted that volista user manual (volista IFU 01781 en 12) indicates that the light should be daily checked for any impact marks and how to clean the device. We believe that remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation, device not returned to manufacturer.

Event description:
On 6th october, 2020 getinge became aware of an issue with one of surgical lights - volista access. As it was stated, the rust occurred on the device. There was no injury reported however we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may lead to contamination.